Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported unintended movement, positioning failure of unable to curve, and gripper actuation issues. The reported entrapment of device appears to be related to procedural conditions (clip entangled in leaflet during positioning-rotating the handle). The reported unchanged mr was a cascading effects of the reported entrapment of device. The reported unexpected medical intervention was a result of case-specific circumstances. Additionally, the reported patient effect of mitral valve regurgitation (mr), as listed in the electronic mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4. A xtw was chosen for implantation. The clip was placed on the valve and establishment of final arm angle was successfully. During deployment while turning the actuator knob, the clip opened (clip opened while locked (cowl)) to 45 degree resulting in increased residual mr. A second xt clip was then chosen for implant to reduce the residual jet and stabilize the cowl. Upon crossing the ventricle with the xt, the physician rotated the handle to correct the clip positioning in the ventricle. This resulting in the clip becoming entangled in the chordae. The clip arms were inverted but the clip could not be retracted back to the atrium. It was decided to implant the clip where it was stuck. When attempting this, the clip could no longer move anteroposterior direction and both grippers were no longer functioning. The clip was able to be implanted on posterior leaflet and the commissure. A third nt clip was then implanted between the first two clips. The procedure ended with mr unchanged. There were no adverse patient consequences or clinically significant delay.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4. A xtw was chosen for implantation. The clip was placed on the valve and establishment of final arm angle was successfully. During deployment while turning the actuator knob, the clip opened (clip opened while locked (cowl)) to 45 degree resulting in increased residual mr. A second xt clip was then chosen for implant to reduce the residual jet and stabilize the cowl. Upon crossing the ventricle with the xt, the physician rotated the handle to correct the clip positioning in the ventricle. This resulting in the clip becoming entangled in the chordae. The clip arms were inverted but the clip could not be retracted back to the atrium. It was decided to implant the clip where it was stuck. When attempting this, the clip could no longer move anteroposterior direction and both grippers were no longer functioning. The clip was able to be implanted on posterior leaflet and the commissure. A third nt clip was then implanted between the first two clips. The procedure ended with mr unchanged. There were no adverse patient consequences or clinically significant delay.